Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up an increased threshold of rv lead was observed. The lead was repositioned.